Manufacturer narrative:
The calibration data for the date of the event was not provided. The qc was within specification. A general product problem was excluded. Due to the limited amount of information that was provided, a specific cause of the event could not be identified. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys total psa results for 1 patient on a cobas e 801 analytical unit. The initial result was 33.3 ng/ml. The sample was repeated, and the results were 0.006 ng/ml with a data flag and 0.007 ng/ml. The sample was repeated because the initial result did not match the patient's clinical history.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.